Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post sensed t wave oversensing. No device intervention was performed but programming changes were discussed.